Event description:
It was reported while using bd autoshield¿ duo the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: with the needles batch: 3069581 the administration of the product was partial (the blood sugar increased) because: by changing the device batch: 0316753 and 2060479 at an equal dose the product was more active the dextro decreased a lot, the nurse was even able to reduce the insulin protocol to date (reduced doses of insulin).

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported while using bd autoshield¿ duo the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: with the needles batch: 3069581 the administration of the product was partial (the blood sugar increased) because: by changing the device batch: 0316753 and 2060479 at an equal dose the product was more active the dextro decreased a lot, the nurse was even able to reduce the insulin protocol to date (reduced doses of insulin).